Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's smart device was not pairing with the transmitter. Patient's receiver was reported to be working. Dexcom representative advised patient's father to closed all background applications, reinstall the application, and started pairing process again, which was successful. No additional patient or event information is available.